Event description:
The customer reported the distal cover came off during a cholangiopancreatography procedure involving an olympus distal cover. There was no patient injury reported.

Manufacturer narrative:
The device was not returned to olympus for inspection and therefore the reported failure was not confirmed. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.